Manufacturer narrative:
The s-ICD is also expected to be returned. Once the product is received and all analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed. It was noted that the s-ICD was sensing the induced arrhythmia; however, there was no detection of the tachycardia. After 24 seconds of no detection, an external shock was delivered to convert the arrhythmia. Two additional induction tests were performed. Each time, there was not any detection of the induced arrhythmia up to 38 seconds and again, external defibrillation was performed to convert the arrhythmia. This s-ICD was removed and successfully replaced. The new s-ICD sensed, appropriately detected the induced arrhythmia, and delivered a 65 joule shock that converted it with a time to therapy of 14 seconds. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted and a ts consultant requested a memory download to determine the reason for the non-detection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications. The stored electrograms from the induction tests were reviewed and telemetry noise was noted prior to the first induced arrhythmia. Although the rate of the induced arrhythmia was faster than the programmed rate threshold of 170 bpm, the electrogram displayed sense (s) markers rather than the expected tachycardia detection (t) markers. Therefore, the device did not deliver a shock as it did not categorize the fast rate as tachycardia. Additional detailed analysis of device and programmer memory was then conducted. It was confirmed that after the programmer button was pressed to start in the induction process, a series of commands were sent from the programmer to the device to start and extend the induction (this is normal behavior during an induction). However, due to the presence of telemetry noise at the start of the first induction, it is suspected that an induction command, combined with telemetry noise, matched the signature of a command to enter MRI protection mode. While the device was in MRI protection mode, it sensed the induced arrhythmia (confirmed by the presence of s markers on the electrogram), but shock therapy was disabled. By design and as described in device labeling, tachycardia therapy is suspended during MRI protection mode.